Event description:
Asr revision ; hip(s) to be revised: right; type of hip replacement product: asr xl acetabular system; reason(s) for revision: pain, alval / soft tissue reaction, osteolysis greater trochanter.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision to take place on (B)(6) 2013 *** see update . Hip(s) to be revised: right. Type of hip replacement product: asr xl acetabular system . Reason(s) for revision: pain, alval / soft tissue reaction, osteolysis greater trochanter. Update- revision date has now been changed to (B)(6) 2013. Taken from claimsuite dated 10th jan 2013. Update: added further revision reasons and revision date. Received: february 28th 2013. Update 27 august 2015: updated as legal with (B)(4). Updated to bilateral. For left hip see com (B)(4). Added manufacture and expiry dates for products. Taken from kennedy alert

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 4 september 2015: amended doi. Taken from reply to query1.